Event description:
Caller reported experiencing a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level, with levels not exceeding 500 mg/dl. Tandem technical support confirmed cartridge alarm 34 and provided instructions to remove the cartridge and deliver a 9-unit bolus, which was completed successfully. The caller reloaded the original cartridge and resumed insulin therapy without further issues, resolving the matter.